Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet touch screen separated from the base when it was removed from a pocket. The device was in two pieces, could not be used, and required replacement. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.